Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were bent, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.